Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump has cosmetic damage. The blood glucose reading was 343mg/dl. Troubleshooting was performed, and the drive support cap was pushed out and it is an angle. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump had a scratched display window, broken reservoir tube lip and missing end cap sticker.